Event description:
The micro sagittal saw was sent in for evaluation because it was leaking prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was discovered during analysis that the boot was worn.